Event description:
The surgeon inserted the micl13.2 implantable collamer on (B)(6) 2012 and patient developed elevated pressure in the left eye. High vault was noted. The lens was removed on (B)(6) 2012. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Evaluation method - lens work order search results: a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
The surgeon provided the following information in regards to the patient; her case was strange... Post op, the nasal iris seemed elevated and her icl had a high vault--worse nasal than temporal. Pt noted constant pain in the nasal aspect os. I ended up exchanging the lens for a smaller size 2 weeks later. I thought the haptics might have been folded under the lens, but I couldn't capture that on our visante oct (couldn't visualize that area--need ubm). I considered repositioning the lens only--the other eye had the same measurements and had a vault in the 600's post-op, so I figured I had room to go smaller as well. I decided to try both fixes--repositioning haptics and downsizing in same operation. Intra-op, I couldn't confirm that the haptics were in a weird position, so I just replaced the lens instead. Patient's doing great now. Incidentally, she had nearly 3d cylinder pre-op. We made paired on-axis incisions (at main wound site and 180 deg away) using a 3.0mm keratome to reduce cylinder with excellent results. She has 1d cyl remaining and has declined our earlier plan for bioptics (she's 20/25 uncorrected). Evaluation method: medical review. Results: review of the above information indicates that there was a high vault only on the nasal side associated with pain. The surgeon believes that the haptics may have been folded along the nasal portion, however did not have the diagnostic equipment to confirm this. The lens was exchanged with a shorter length which resolved the problem. Surgeon believes the lens was not long since the other eye had the same length with an adequate vault. (B)(4).

Manufacturer narrative:
Evaluation: method - medical review.results: review of this file indicates that on (B)(6) 2012 icl model 132 -9.00d was implanted on the left eye of this patient. The icl was exchanged with the same power, smaller length (12.6) 3 weeks later due to high vaulting and increased intraocular pressure which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision.(B)(4).